Event description:
Additional information received that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was noted to be dislodged. Lead revision is anticipated and the patient was stable with no consequences.